Event description:
It was reported that occlusion alarms occurred. Customer would change cartridge to resolve the issue. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.